Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to clear the alarm with the escape and act button. The customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. No button error alarm noted and all of the buttons functioned properly. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.